Event description:
Competitor leads implanted with (B)(6) crt-d, patient experienced several second pause, hospitalized. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).